Manufacturer narrative:
Correction: b1 adverse event/product problem, h6 (device & health impact) code. The reported event was not confirmed due to the lack of additional clinical information. Upon review of the patient¿s medical records by healthcare professionals, the following was noted: with the provided information nothing can be said regarding this case. The patient states, that there was a failure of an already defect screw in the first week (date of operation on (B)(6) 2025). There is no evidence or finding that would support this. There is an x-ray taken obviously in plan with postoperative care after six weeks on (B)(6). There we have x-ray proof, that the screw was broken. Without any further information and the x-rays nothing can be further assessed, here. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The patient underwent an arthrodesis of the right great toe in which an orthopedic fixation device was implanted. Within the first postoperative week, the implanted screw reportedly failed. The patient alleged the screw had a defect, which was associated with the failure. As a result of the screw failure, non-union of the arthrodesis site was reported. The patient has since been managed with adjunctive treatment using an ultrasound bone stimulation device in an attempt to promote bone healing and achieve union. The patient indicated ongoing treatment related to the non-union following the initial device failure.

Event description:
The patient underwent an arthrodesis of the right great toe in which an orthopedic fixation device was implanted. Within the first postoperative week, the implanted screw reportedly failed. The patient alleged the screw had a defect, which was associated with the failure. As a result of the screw failure, non-union of the arthrodesis site was reported. The patient has since been managed with adjunctive treatment using an ultrasound bone stimulation device in an attempt to promote bone healing and achieve union. The patient indicated ongoing treatment related to the non-union following the initial device failure.

Manufacturer narrative:
Additional information has been requested and, if received, will be provided in the supplemental report.